Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an elective lower segment cesarean section procedure, the needle tip broke and fell into the patient's cavity. Both parts of the needle were located immediately. The surgeon used a suitable surgical instrument to retrieve the broken part while the other end was still on the needle holder. An additional new suture was used without issue. There was no patient injury.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted one needle was observed to be attached to a suture. The tip of the needle was observed to be broken off. Due to the quality of the image provided the condition of the needle at the break site could not be fully evaluated. Visual inspection of the breathable pouches and foil pouches indicated no breaches or visual abnormalities. The sutures were observed to be properly wound within the retainer. A tactile and microscopic inspection of the sutures was performed with no observed abnormalities. Microscopic inspection of the needles noted no damage or visual abnormalities. Functional testing found that no difficulty was experienced removing the sutures from the retainer. The wire diameter of the needles was verified to be 0.044 inches. The measurement was taken with a digital caliper. A bend moment test was performed on the sealed samples and test results met the minimum bend moment specification for this product, 2600 grams of force per centimeter. It was reported that the needle tip broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.